Manufacturer narrative:
The insulin pump had a critical pump error open book image and was unable to download due to moisture damage on the electronic assembly also, moisture damage was noted on the motor; unable to verify pump error 25 and low battery alarm due to download anomaly. The insulin pump was received with minor scratched display window, scratched case, cracked case at the battery tube side and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose at time of incident was 365 mg/dl. The customer is advised the internal power source in the pump is unable to charge. The customer was advised to disconnect from the device. The customer was advised to go through the following step and that is to wait for the notification light to stop flashing, insert a new full charged (B)(6) battery, clear the power alarm, update the pump's time and date as needed and complete the reservoir and tubing process. The customer was advised and explained the process should resolve the power error detected condition. The customer was advised to monitor the pump.